Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising.

Event description:
Two weeks post implant it was reported that the right ventricular (rv) lead¿s pacing threshold has increased in gradual steps. Additionally, it was noted that there were lead alerts triggered for all monitored impedances on the date of implant because vf (ventricular fibrillation) detection was turned on prior to connecting the lead. The rv lead remains in use. No patient complications have been reported as a result of this event.